Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarms. The following physical damage was noted: broken battery cap, broken battery tube threads, cracked reservoir tube lip, cracked casing at a display window corner, cracked lcd window, and minor scratched lcd window.

Event description:
The customer reported via phone call that he woke up with a blood glucose of 31 mg/dl recently. The patient treated with orange juice. Troubleshooting was declined for the low blood glucose. The customer also mentioned that he had a cracked battery compartment. He could not get a good connection between the battery and the insulin pump. He had received low battery notices. The insulin pump was returned and replaced.